Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: n/a, batch: 3234914.

Event description:
Related manufacturer reference numbers: 3006705815-2023-01943, 1627487-2023-01447, and 1627487-2023-01449. It was reported that the patient's ipg was protruding through the skin at the ipg site and that three of the patient's leads were exhibiting impedance issues. Surgical intervention was undertaken in which the patient's scs system was explanted to address the issue. The wound at the previous ipg site has reportedly healed. Investigation was unable to determine which of the three leads attributed to the event.